Event description:
When I used amo complete moisture plus multi-purpose solution in 2007 ,while putting on my soft lens contacts, I experienced a blurring of vision and afterwards, it felt as if something was in my eye with the contacts. I removed the contacts and tried again after examining them to see if there was anything on the lenses -there was not-. Again, I felt the same thing, but it seemed to go away as I kept blinking my eyes. This only happened when I put on the contacts, not when I wore my glasses. I have noticed this problem to a lesser extent in the last few weeks, but wed was the worse. I have had no other symptoms and have contact my eye dr who suggested, I not use complete moisture plus nor the contacts I was wearing again. I've used this product for many yrs and have never had a problem before.